Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19821. It was reported the patient experienced pain at the ipg site. The patient reported she received pain relief but it was not enough to warrant keeping the system due to the pain at the ipg site. The patient's system was explanted.

Manufacturer narrative:
Inspection of the returned ipg did not reveal any physical anomalies that would contribute to the complaint. The ipg was functionally and electrically tested and passed all testing. Microscope inspection of one of the returned 3186 leads revealed broken wires 20.5cm distal to the stimulation end. The broken wires are consistent with the explant procedure since there was no complaint of impedance and/or stimulation issues. The other 3186 lead passed all functional and continuity testing. Both 1192 swift lock anchors were returned for disposal; no product testing required. The complaint of "patient discomfort at implant location" could not be confirmed. The implant location issue cannot be confirmed through product testing alone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.